Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 276 mg/dl and the cause was not known. The customer declined tandem technical support's offer to troubleshoot. At the time of the report, the customer did not have time to provide additional information regarding the high bg event. Although multiple attempts were made to contact the customer for additional information, no reply was received.